Manufacturer narrative:
The investigation is still on-going. The result will be provided within a follow-up report.

Event description:
It was reported there was a ventilator failure during a case. No patient injury reported.

Manufacturer narrative:
For the reported date of event the available log file was analyzed. Entries were found showing that a too high motor current and a slow/stalled motor was detected by the device. These entries indicate that the motor has hit an obstacle leading to a high motor current by hitting and jamming and consequently to a stalled motor. Consequently the automatic ventilation was stopped and an audible and visible "ventilator fail" was posted. In this case the user can switch to manual ventilation in which monitoring is still functional. During investigation on-site the motor was found to be completely jammed all the way down. It seems that the motor has moved farther down than expected. Further it was noticed by the service technician that the light barrier never ¿closed¿. The light barrier is used to identify the lowest position of the piston. This is done during start-up and frequently during operation. If the lowest position is reached the light barrier is in a ¿close¿ condition normally. During this calibration the piston ignores the incremental encoder signal and moves down until the light barrier closes. If that time "no light barrier is closed¿ signal is received the piston can move further down as specified and can hit the bottom of the ventilator leading to the symptoms as reported. The replacement of the light barrier, control pcb and motor assembly has put the device back to full operation. The replaced components were investigated at manufacturer site in which no deviations from specification were found. Due to the fact that it was not possible to reproduce the problem a contacting issue was determined to possibly has caused the reported problem which was solved by dis- and reassembling the parts. The device was returned to use with no further problems reported. As no further similar complaint is known the case was assessed to be a single failure.

Event description:
Refer to the initial-report.